Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a bluetooth connection issue between the transmitter and g5 mobile application. Patient's mother was advised to fully charge the smart device. Patient's mother was unable to restore the transmitter. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and did not confirm the report of transmitter not pairing with the g5 application. No additional patient or event information is available.